Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech found the brake was out of adjustment. He adjusted the brake and cleaned the casters to repair the bed.